Event description:
This product was used by a drug study ctr. They reported that the alleged product they chose to use for studies had blockage and holes in the tube that made the process of the study difficult.